Manufacturer narrative:
Two (2) samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were received with opened pouches. Both samples were observed with the sponge partially protruding from the cap. Inside the pouches, in the internal side, povidone iodine was observed. The seals are perfectly formed in the periphery of the pouches. The reported condition of sponges outside the minicap was not verified; however, the product was not conforming. The sample did not meet specification. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from two (2) minicaps. This issue was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.